Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine.

Event description:
Reported faint pink line false positive sars result for 1 asymptomatic consumer. The parent of the consumer communicated that the result was confirmed negative by molecular (pcr testing) and alternate rapid antigen testing. 2 additional consumer events were also communicated which are captued on separate reports.